Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient dissatisfied with visual outcome. Lens was explanted at secondary procedure within 2 weeks. Replaced with unspecified lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The initial decision to report was deemed incorrect, leading to the submission of the initial report in error. This occurred as the company lens replaced with a similar model lens, albeit with a 2 diopter reduction, due to a calculation error. The manufacturer internal reference number is: (B)(4).